Event description:
It was reported the cysto-nefro videoscope was reprocessed with a water filter that had not been changed for more than one month. There were no reports delay or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The even occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5, d10 and h6 component code (816 - filter did not apply to this event). Additional information: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was not identified since the device was not returned to olympus for device evaluation. The event can be prevented by following the instructions for use which state: instructions endoscope cleaning disinfection equipment oer-s (acecide 6% disinfectant solution) operation manual. Chapter 3 check before use. Chapter 4 basic procedure for cleaning and disinfection of endoscope chapter 6 other function . Olympus will continue to monitor field performance for this device.